Manufacturer narrative:
Analysis of the catheter on 2017-jan-19 revealed no significant anomaly; the catheter was incomplete / returned in segments and met acceptable testing.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving gablofen at a concentration of "2000" and a dose of "477" via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient fell 2 weeks ago and had had problems with spasticity and a loss of effect since then. An x-ray was negative. A catheter access port (cap) study was performed and poor flow was noted. Once the pump was removed from the pump pocket, good cerebrospinal fluid (csf) flow from the cap was noted. The redundant catheter in the pocket was removed and a new connector was placed. The pump was noted to be emptied and filled with no volume discrepancies. The event was noted to be resolved and the patient was noted to be "alive - no injury". The patient's medical history included cerebral palsy and the patient takes multiple falls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.